Event description:
This serious spontaneous device report was received from a physician's assistant in the united states. The pt, a (B)(6) old female, experienced swelling in her entire right leg, numbness of her entire right leg and right arm, as well as trouble breathing after receiving her first euflexxa injection (1% sodium hyaluronate) for osteoarthritis of the right knee. On (B)(6) 2014, the pt received her first 20 mg/2 ml euflexxa injection around 11 am and tolerated the procedure well. At around 6pm, the healthcare professional's office ws notified that the pt was experiencing swelling of her entire right leg, numbness of her entire right leg and right arm, as well as trouble breathing. The pt's left side was not affected by any symptoms. The pt was treated at a local ER and was given steroids. The pt was informed that her symptoms were likely due to an allergic reaction. On (B)(6) 2014, and breathing difficulties had resolved. Euflexxa therapy was discontinued on (B)(6) 2014. Medical history was not provided. Concomitant medications were not provided.